Manufacturer narrative:
Continuation of d10: product ID 3777-60 serial# (B)(6) implanted: (B)(6) 2011 product type lead product ID 3777-60 serial# (B)(6) implanted: (B)(6) 2011 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3777-60, serial/lot #: (B)(6), ubd: 01-sep-2015, UDI#: (B)(4); product ID: 3777-60, serial/lot #: (B)(6), ubd: 01-sep-2015, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was patient stated they were just done charging today and when they turned their therapy back on and tried to increase the intensity they got a settings not available message on their controller. Agent reviewed meaning of message and walked patient through checking their battery percentage and switching groups. Patient confirmed they were in group c and the controller battery was at 40% while the ins was at 100%. Patient switched to group a and confirmed they could increase their intensity. Agent reviewed they could stay on group a for now and redirected the patient to their hcp to further address the issue. Patient stated they had an appointment with their doctor this coming (B)(6). Additional information was received from a patient (pt) via a patient letter. Pt reports they don't know of any circumstances that could have led to the issues, and reiterates they are unable to increase their settings on groups a, b, and c. Pt reports actions planned to resolve the issue are to reprogram the stimulator stating it would be reprogrammed on (B)(6) 2025. Pt reports the issue has not yet been resolved as they are waiting for "a returned call and appointment". Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt recently they had someone meet them at their doctors office because for 3 weeks to almost a month, their programming had problems. It was then found out the pt had 2 wires that were loose.

Manufacturer narrative:
Continuation of d10: product ID 3777-60, serial# (B)(6), implanted: (B)(6) 2011, product type: lead. Product ID 3777-60, serial# (B)(6), implanted: (B)(6) 2011, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep reported the cause of the message and loose wires was not determined. Actions taken were ordering a new charger and adjusted programming. The issue has been resolved.